Event description:
As reported by our (B)(6) affiliate, during a transapical tavr procedure, a hematoma was observed near the sinus of valsalva (sov) post deployment of the 23mm sapien xt valve. The patient had severe calcifications on all coronary cusps; in addition, the left coronary cusp (lcc) and the non coronary cusp (ncc) were fused together due to the calcification. The aortic valve area was about 430 sq mm by CT but there was severe calcification, so a little aortic regurgitation was anticipated. A 23mm sapien xt valve was implanted with nominal volume and a very slow inflation. Post deployment the valve position was 90:10 aortic/ventricular. Immediately after deployment, a hematoma was observed near the sinus of valsalva (sov). No leakage from the hematoma was shown by aortography and it was determined to be a contained rupture. Protamine was reversed. After the long period of rapid ventricular pacing (rvp) the blood pressure (bp) was low and pressors were given, which caused the bp to rise to 300mmhg. A complete rupture did not occur, but it was difficult to control the bp, so the patient left the operating room intubated. The patient would be monitored under the bp control. On post operative day 2, no growth of hematoma was observed.

Manufacturer narrative:
Per the instructions for use (IFU) cardiovascular injury, such as perforation or damage (dissection) of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for acute aortic rupture/dissection in the tavr procedure include significant valve over sizing (i.e. =4mm) in the presence of severely calcified aortic root and obliterated sinuses. The sapien xt valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, the exact cause of the annular rupture cannot be confirmed, but it may have been related the severe calcification on the cusps, as fusion of the lcc and ncc was due to calcification. There was no allegation or indication of a device malfunction. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.